Event description:
It was reported that the nurse stated they removed a leaking arctic gel pad from patient to replace it, but they didn't see the note that says to empty pads before removing until after removed. Want to confirm was that okay to continue with therapy with the new pad sn # (B)(6). Nurse stated therapy started around midnight and at 7:00am they noticed the wet bed/leaking pad. Suggested they hold onto the pad, but they stated they have already thrown it out. Confirmed device was at water reservoir level (wrl) 4 and flow rate (fr) was good. Discussed the importance of emptying the pads before removal, but explained they can continue with therapy as water flow rate (wfr) was good and device was functioning as it should.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. Dfmea #ra2800004, revision #14, was performed for this investigation. The reported event is addressed in step/item #5. The potential failure mode is "5.1 leak from pad - effect 1: leakage". Based on this review the risk is within the expected range. Inherent safety by design - the system is designed to move fluid by negative pressure. Therefore, in the event of a pad leak, air is pulled into the pad rather than fluid leaking out. Inherent by design ¿ mechanical bond strength film to foam. The pads are a closed system and are used at an elevation higher than the controller reservoir. Information for safety- the IFU states to change the pad if a significant leak exists. Design v&v - the pads are designed to withstand the normal handling associated with removal from the package, application to the patient, removal and reapplication, and the patient being moved (B)(6). The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. A DHR could not be performed since no lot number was provided. Correction: e. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated they removed a leaking arctic gel pad from patient to replace it, but they didn't see the note that says to empty pads before removing until after removed. Want to confirm was that okay to continue with therapy with the new pad sn # (B)(6). Nurse stated therapy started around midnight and at 7:00am they noticed the wet bed/leaking pad. Suggested they hold onto the pad, but they stated they have already thrown it out. Confirmed device was at water reservoir level (wrl) 4 and flow rate (fr) was good. Discussed the importance of emptying the pads before removal, but explained they can continue with therapy as water flow rate (wfr) was good and device was functioning as it should.